Event description:
Additional information received reported the patient was doing fine, and experienced ¿normal battery depletion.¿

Event description:
It was reported that the patient was near elective replacement indicator (eri). The patient may be getting a battery revision suspected to only be due to end of service (eos). The manufacturer representative was meeting the patient on the day of the report. It was further reported that the patient was going to get their system removed and a trial system with two new leads put in. The patient felt like they never got the appropriate coverage with the original implant. It was further reported that the old system was going to be explanted on (B)(6) and the patient would do a new trial. There was nothing wrong with the old system, but it was determined that the lead was not correctly placed. The patient was coming up on the end of battery life so they decided to replace it with a new system after the trial. It was further reported that they were planning to lead a quad lead in place and add a new lead to address disease progression. The stimulator and extension were going to be removed the day after the report and the patient was going to be trialed with two new leads to get a larger area of stimulation coverage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a new device put in 2014 because the lead from the initial implant malfunctioned so the whole system was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one of the leads had never been working right. No follow-up was required as this was a historical event and the system had already been replaced.

Manufacturer narrative:
Concomitant medical products: product ID 355029, lot# n063026, implanted: (B)(6) 2006, product type: accessory; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3887-33, lot# j0526949v, implanted: (B)(6) 2006, product type: lead; product ID 3887-33, lot# j0526949v, implanted: (B)(6) 2006, product type: lead. (B)(4).